Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported during service and maintenance, an anti-fog function failure occurred and the screen blacked out, involving an olympus flex deflectable videoscope. There was no patient involvement reported.